Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were sent for review to rule out extrinsic outflow graft obstruction. The sire reported transient low flow alarms. The event log file captured some clusters of pulsatility index (pi) events. The ventricular assist device (vad) and peripheral equipment appear to be functioning as intended. There were no changes to the patient condition, anticoagulation status, or pump parameters reported. Computed tomography was ordered but not scheduled yet. Hydration was encouraged, and the patient was to contact the team if any low flow alarms of symptoms of heart failure occurred.